Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a ventilator that auto triggers breath delivery. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that the wrong test lung was initially utilized when testing. After using the correct test lung, the issue was resolved. No further repair was required.